Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box showed a replace cartridge alarm was recorded on (B)(6) 2016 08:07; deliveries never resumed. The last bolus delivery was a 1.0u bolus on (B)(6) 2016 at 16:09. The pump was manually suspended on (B)(6) 2016 15:08 and manually resumed at 16:09. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The bolus totals in the bolus history were consistent with the bolus totals in tdd history at the time of the reported issue. A 10u audio & 10u normal bolus were manually performed and both were accurately recorded in the bolus history and bolus tdd history correctly showed 20u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 680 mg/dl with headaches associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and the pump being suspended. It was also revealed that the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.